Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. Upon repositioning the rv lead, the lead exhibited poor data. The lead was extracted and myocardial tissue was entangled in the tines. The lead was then fully explanted and replaced. No patient complications have been reported as a result of this event.